Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting for device return to manufacturer.

Event description:
It was reported that there was a potential sterility breach on the product packaging. It was also reported that this event did not occur during a surgical procedure, and there was no delay, adverse consequences or medical intervention as a result of this event.

Event description:
It was reported that there was a potential sterility breach on the product packaging. It was also reported that this event did not occur during a surgical procedure, and there was no delay, adverse consequences or medical intervention as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.